Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He011ar) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: essure insertion date updated from (B)(6) 2016 to (B)(6) 2016. Lot number (he011ar) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary reportport

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He011ar) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016 the patient had essure inserted.on unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (to remove essure and to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Lot number: he011ar manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2018. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] device migration with associated complications including bladder, bowel, and urinary problems [device migration] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted (lot no. He011ar) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of abdominoplasty in 2016, appendectomy in 2008, appendectomy in 2006, termination of pregnancy in 1997 and breast pain, joint pain, poor concentration, vaginal irritation, vaginal discomfort, elective abortion, miscarriage, parity 2, multi gravida, dysmenorrhea, drug allergy (allergic to penicillin and erythromycin), abdominal pain and vaginal bleeding. Previously administered products included: oral contraceptive nos, depo provera, ibuprofen and mirena. Concurrent conditions were listed as headache, abdominal pain, low back pain, uterine fibroid, heavy periods, loss of libido, lower abdominal pain, rash, polyps and fibroids. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with mefenamic acid and tranexamic acid c as well as surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy. And laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: essure inserted on left side: 4 coils essure inserted on right side: 4 coils discrepancy noted in essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: there was no evidence of scarring, adhesions, endometriosis or old inflammation. The procedure was carried out without complication. There was a small anterior prolapse that was repaired. Histopathology: metal coil seen in both fallopian tubes. Endometrial show early secretory changes and the myometrium appears normal. And specimen type: uterus site: & both tubes clinical details: laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy. Previous essure sterilization. Pain++ uterus soft, ? Adenomyosis. Macroscopic examination: uterus measuring 95 x 50 x 55 mm with left fallopian tube 55 mm and right fallopian tube 60 mm. No ovaries present. Metal coil seen in both fallopian tubes. Microscopic examination: the cervix shows no abnormality. The endometrium shows early secretory changes and the myometrium appears normal. Both fallopian tubes are within normal limits. [Ultrasound scan] on (B)(6) 2017: findings: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appear to be correctly positioned; the right insert lies 2.1 mm from the endometrial surface, the left insert lies 1.9mm from the endometrial surface.; on (B)(6) 2017: the ultrasound scan report confirmed correct placement of the left and right essure micro-inserts.; on (B)(6) 2017: clinical indications: heavy periods since sterilization, clots findings: the anteverted uterus was elongated measuring 13cm x 3.8cm x 6.6cm. The uterus was smooth in contour, somewhat heterogenous in echotexture, but no focal fibroid was seen. Th endometrium measured 10mm with no distinguishing features seen. The right ovary was normal in appearance containing a normal physiological, maturing follicle. The left ovary was not visualized but no left adnexal masses or cyst seen. No pelvic free fluid seen.; on (B)(6) 2017: both essure devices were identified at the uterus fundus and were seen to extend laterally from the upper endometrium to outer myometrium. Ultrasonically the devices appear to be correctly positioned; the right insert lies 1.4 mm from the endometrial surface; the left insert lies 1mm from the endometrial surface. Normal appearance of both ovaries. No adnexal mass or free fluid.; on (B)(6) 2020: radiology report. Us urinary tract, the urinary bladder only contained approximately 45 ml at the time of scanning therefore could not accurately be assessed. The abdominal aorta was normal in calibre. Both kidneys were smooth in outline normal in size. The renal pelvis of the right kidney was slightly prominent at 9mm however no caliceal dilatation was seen. Radiology report: us pelvis transabdominal and transvaginal findings: previous hysterectomy noted. Neither ovary was seen however no obvious adnexal masses/ cysts identified. No free fluid seen within the pelvis lot number: he011ar manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. Lab data including pathology test added medical history , concomitant conditions were added. Treatment drug added. Reporter causality comment updated. New reporters were added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems") and pelvic pain ("pain, including chronic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to remove essure). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2018. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report